Manufacturer narrative:
One "used/damaged" np211 pressft driver was returned to conmed for evaluation on 18-oct-2016. Visual inspection of the returned device found the tip of the inserter was broken off and this verified the reported breakage. The evaluation report further stated that the tip of the inserter appeared "bent", as if excessive force were used during the procedure. Based on the evaluation findings, it is believed that the most probable cause of the breakage was use related. This lot with unique identifier (B)(4) was manufactured on 06-jul-2016 in a lot of (B)(4) units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. A review of the lot history record showed there were no other similar complaints received. In addition, a 2-year review of the device complaint history report shows there have been a total of 2 reports of the "inserter tip breakage" received from the same user facility. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk related to the breakage of the instrument has been evaluated as acceptable. The conmed linvatec pressft suture anchors are intended to reattach soft tissue to bone in orthopedic procedures and that the anchors may be used in either arthroscopic or open surgical procedures. This product is very technique dependent. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this fixation device. To reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: ensure proper selection of drill bit according to anchor size selection. Inspect all instruments for damage prior to use. Ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ands of the suture securely fit into the suture retaining mechanism on the driver handle. Avoid lateral loading while inserting the pressft suture anchors. Maintain proper alignment during insertion of the anchor and disengagement of the driver. The risk of suture anchor breakage during implantation is reduced by following the specified instruction for use. Proper selection and placement of an implant are important considerations in the successful utilization of these devices. Proper alignment of instruments is important during implantation of the pressft suture anchors to minimize possible breakage of an anchor. Breakage is possible if: the drill bit is not inserted to the proper depth. The pressft suture anchors are not properly aligned with the pilot hole. The pressft suture anchors are loose or not securely attached on the driver. The pressft suture anchors inserter is used for prying. The pressft suture anchors are advanced too deep.

Event description:
The user facility reported that during a hip arthroscopy procedure, the inner metal tubular piece of the inserter came off with the anchor once it was inserted. The broken piece could not be removed and was left implanted with the pressft 2.1mm anchor. Other than a 5-minute delay, the procedure was completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. This report is filed on the basis of potential injury with recurrence.